Event description:
It was reported that the patient presented to the clinic very symptomatic and experiencing phrenic nerve stimulation. The left ventricular lead exhibited loss of capture. The physician reviewed chest x-rays which revealed that the lead had dislodged. The physician decided to turn off the left ventricular lead and monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).